Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, requesting assistance with a gas loss alarm. She stated the alarm had occurred 3 times during her shift and several times in the last 24 hours. User stated they had pressed iab fill to resolve the alarm. The esp personel verify there was no blood or discoloration in the helium tubing. User stated there was a small amount of clear condensation. The esp personel discussed further to make sure there were no dependent loops in the helium tubing to reduce condensation. The esp personel confirmed her troubleshoot of the gas loss alarm was correct check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. And also reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. User was appreciative of the assistance. The call was ended. No harm or injury reported.